Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed along the infusion set tubing on intermittent occasions. The customer's blood glucose level was over 300mg/dl. Reportedly, the customer changed the cartridge, but the issue persisted. Additionally, the customer experienced an occlusion alarm, however, the customer declined troubleshooting. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.